Event description:
The pt was reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.